Manufacturer narrative:
As detailed above. The device was serviced by the distributor's trained service techinican.

Event description:
Ln2 excessive vapor that resulted in procedure cancellation was reported, with no reported harm.